Event description:
It was reported that the patient was experiencing more right sided stimulation coverage. It was noted that one of the patients' leads was placed laterally to the right. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14308678.